Manufacturer narrative:
(B)(4). It was reported that the white advancer tube was not present after shuttling down the mynxgrip vascular closure device (vcd) and retracting the procedural sheath. Manual compression was applied for 20 minutes. The vcd was being used in conjunction with a 6f 11 cm procedural sheath introducer for common iliac artery closure following a liver embolization procedure. During the vcd deployment, the user shuttled down completely without significant resistance. Unusual force was not applied when retracting the procedural sheath. The sales representative was not present for the procedure. The patient's hospitalization was not extended. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was disengaged from the handle. The device was returned with the procedural sheath pulled back against the shuttle handle. The sealant was observed at the distal end of the shuttle cartridge and soaked in blood. The advancer tube was found inside the shuttle cartridge, abutting the sealant upon receipt. The condition of the returned device indicates a complete deployment of the sealant. The shuttle cartridge and the catheter were inspected for anomalies that may cause the sealant to be dislodged during retraction. No anomalies were observed. During the investigation, shuttle down procedure was simulated and the advancer tube was able to properly engage to the tamp locks. A review of the manufacturing documentation associated with lot f1725601 was performed and it was found that no defective units were rejected during the final inspection of this lot. The lot met all product specifications, including sterilization prior to shipment and presented no issues during the manufacturing process that can be considered potentially related to the reported complaint. The event reported as ¿the advancer tube was not present after shuttling down¿ was not confirmed due to the condition in which the unit was received for analysis. The advancer tube was found inside the shuttle cartridge. The exact cause of the reported event experienced by the customer could not be conclusively determined. Procedural factors and handling process may have contributed to the failure as reported. According to the product instructions for use, users are warned to not use mynxgrip if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened. Neither the device history record review nor the product analysis suggests that the event experienced by the customer is related to the mynx manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the white advancer tube was not present after shuttling down the mynxgrip vascular closure device (vcd) and retracting the procedural sheath. Manual compression was applied for 20 minutes. The vcd was being used in conjunction with a 6f 11 cm procedural sheath introducer for common iliac artery closure following a liver embolization procedure. During the vcd deployment, the user shuttled down completely without significant resistance. Unusual force was not applied when retracting the procedural sheath. The sales rep was not present for the procedure. The patient's hospitalization was not extended. The patient was noted to have recovered. The vcd will be returned for analysis.